Manufacturer narrative:
The getinge service territory manager (stm) that had evaluated the iabp, reported that it was confirmed that the batteries were defective. The batteries were replaced and all functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during transport, the cs300 intra-aortic balloon pump (iabp) shut down. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during transport, the cs300 intra-aortic balloon pump (iabp) shut down. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. The stm performed the inspection for the battery and found that the battery were failed and installed since sep 2019. The battery discharge test only can last 30 minutes. The stm returned the iabp to the workshop for further inspection. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during transport, the cs300 intra-aortic balloon pump (iabp) shut down. No patient harm, serious injury or adverse event was reported.